Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Corrected information: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. (B)(4).

Event description:
During a procedure, difficulties were noted reaching the left ventricle while inserting the catheter into the aorta. After several attempts, it was noted that the ablation catheter damaged the aorta creating a flap, possibly separating the intima/media from the adventice, which was noted via x-ray and an echocardiogram. The catheter was removed, the procedure was stopped and the patient was monitored to ensure no evolution of the flap size. The patient has been discharged.